Manufacturer narrative:
One device was returned for analysis of complaint that downstream occlusion (dso) alarm occurred during the volume accuracy test and continuous rate test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no event history related to the current complaint. Visual and functional testing was performed. Downstream occlusion and accuracy tests were performed. While performing both tests, unit did not alarm. Each test was performed twice with the same results. Dso seal was replaced for preventative maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a downstream occlusion alarm occurred during the volume accuracy test and continuous rate test. The event occurred during testing.